Event description:
Caller states that she tested >8.0 inr and >8.0 inr on the coaguchek xs system and 5.6 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The facility reported a colleague infusion pump which experienced a channel c failure during biomed servicing. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Additional information: review of the device event history determined that the reported condition of failure code 810:11 occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010.

Event description:
It was reported that approximately two hours into an atrial flutter ablation it was determined that the patient had suffered a pericardial effusion. Pericardiocentesis was attempted but not successful. The patient was admitted to critical care. The patient had bradycardia before the ablation procedure and was called in the next day again for the implantation of a pacemaker. This was unrelated to the ablation procedure.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 814:04 and determined the root cause to be a faulty channel c pump head module. The channel c pump head module was replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.